Manufacturer narrative:
An event regarding wear involving an unknown stryker p2 liner, 32 mm ID was reported. The event was not confirmed. Method and results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. Medical records received and evaluation: no patient medical records were available for review. Device history review: a review of the device history records could not be performed as no lot information was provided. Complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided.

Event description:
It was reported that patient had a system 12 osteolock cup with a p2 liner, 32 mm ID and +4 mm extended. After 10 years, the poly wore out. So, a liner exchange is planned next week.

Event description:
It was reported that patient had a system 12 osteolock cup with a p2 liner, 32 mm ID and +4 mm extended. After 10 years, the poly wore out. So, a liner exchange is planned next week.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown stryker p2 liner, 32 mm ID. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.